Event description:
It was reported that the patient had low flow alarms. They were asymptomatic but upon further assessment it was found that the position of the inflow cannula was causing the low flow alarms. The patient was admitted and their low flow limit was adjusted to 2.0 lpm.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be summitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malpositioning could not conclusively be determined through this evaluation as no images were provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 of this document outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 describes the actions to take in the event of a low flow alarm. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.